Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient had an allergic reaction when using the bd intima-ii¿ closed IV catheter system. The following was translated from chinese to english: the patient was admitted to the second department of our hospital at 08:59 on (B)(6) 2023 due to acute coronary syndrome. At 9:35, the intravenous infusion of cefuroxime sodium for injection, ambroxol hydrochloride injection, and tanshinone tanshinone iia sodium sulfonate injection started through the indwelling needle. On the same day, the injection site was itchy, the skin was itchy all over the body, rash, a small amount of blisters, and the degree was mild, so the medical staff was not informed. The infusion continued on (B)(6). During the doctor's ward round at 8:50 on (B)(6), the patient complained of skin redness and swelling at the injection site, severe itching all over the body, and a small number of blisters and rashes. Stop using cefuroxime sodium for injection and change the infusion site. 9:50 intramuscular injection of chlorpheniramine maleate injection, the itching symptoms improved after 10 minutes, and the symptoms improved after 2 days.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 2353981. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the patient had an allergic reaction when using the bd intima-ii¿ closed IV catheter system. The following was translated from chinese to english: the patient was admitted to the second department of our hospital at 08:59 on (B)(6) 2023 due to acute coronary syndrome. At 9:35, the intravenous infusion of cefuroxime sodium for injection, ambroxol hydrochloride injection, and tanshinone tanshinone iia sodium sulfonate injection started through the indwelling needle. On the same day, the injection site was itchy, the skin was itchy all over the body, rash, a small amount of blisters, and the degree was mild, so the medical staff was not informed. The infusion continued on august 15. During the doctor's ward round at 8:50 on august 16, the patient complained of skin redness and swelling at the injection site, severe itching all over the body, and a small number of blisters and rashes. Stop using cefuroxime sodium for injection and change the infusion site. 9:50 intramuscular injection of chlorpheniramine maleate injection, the itching symptoms improved after 10 minutes, and the symptoms improved after 2 days.